Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump(iabp) machine is displaying an alarm message that iabp may required maintenance and on further check found vacuum set point was out of range i.e. Vacuum set point was -350. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Updated field: b4, b5, d5, d9, e1 (initial reporter name, event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer was dispatched to evaluate the unit. The fse checked the machine and found an iabp may required maintenance alarm was present. Further inspection of the machine showed the vacuum set point was out of range and measured at negative 350. The fse cleaned the vacuum inlet filter thoroughly and adjusted the vacuum regulator of the machine. After these actions the fse verified that no alarms were present. The fse observed the equipment on the system trainer for more than two hours and confirmed that the equipment was operating within specifications. The equipment was handed over to the user in good working condition.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospitals. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm the cardiosave intra-aortic balloon pump(iabp) machine is displaying an alarm message that iabp may required maintenance and on further check found vacuum set point was out of range i.e. Vacuum set point was -350. There was no patient involved.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : d10 , e1 ( event site address ) , h6 ( medical device ¿ problem code).